Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. T was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a hip surgery, when a surgeon opened the inner blister pack, our sales staff found the broken inner blister pack. The v40 head was used instead.